Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that when the intra-aortic balloon (iab) catheter kit was opened, the guide wire associated with the kit was defective. The customer stated that the guide wire which was in individual packaging had no issue. After the iab is inserted the connection is established with the ciphers, but the catheter did not function properly. The iab did not inflate, therefore a second catheter was opened and used. The same issue was encountered with the new replacement iab. The iab could not be used with the fiber optic pressure feature and EKG (electrocardiogram) probes were attached. The catheter did not work properly and could not get enough efficiency. This negativity has caused the hyperpulse to prolong the duration of the problem caused by the process lasting for a duration of 10 minutes - 72 minutes. The patient was assisted with only EKG signal trigger, augmentation was at max but iab still would not inflate fully. There was no injury reported to the patient. This report is for the first iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The guide wire was not returned for evaluation. Two kinks were found on the catheter tubing approximately 38.4cm and 76.2cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the customer that when the intra-aortic balloon (iab) catheter kit was opened, the guide wire associated with the kit was defective. The customer stated that the guide wire which was in individual packaging had no issue. After the iab is inserted the connection is established with the ciphers, but the catheter did not function properly. The iab did not inflate, therefore a second catheter was opened and used. The same issue was encountered with the new replacement iab. The iab could not be used with the fiber optic pressure feature and EKG (electrocardiogram) probes were attached. The catheter did not work properly and could not get enough efficiency. This negativity has caused the hyperpulse to prolong the duration of the problem caused by the process lasting for a duration of 10 minutes - 72 minutes. The patient was assisted with only EKG signal trigger, augmentation was at max but iab still would not inflate fully. There was no injury reported to the patient. This report is for the first iab used.